Event description:
It was reported by the rep that when the reload cartridge was used during a biliopancreas diversion, it would not fire. Another device was used to complete the case. There was no consequence to the patient.